Event description:
Customer alleges discrepant results with meter compared to lab: patient: a, date: (B)(6) 2011, inratio: 5.8, different inratio meter: 2.3. Patient: b, date: (B)(6) 2011, inratio: 6.8, lab: 5.8. Patient: c, date: (B)(6) 2011, inratio: >7.5, lab: 2.4. Patient: d, date: (B)(6) 2011, inratio: 1.1, lab: 3.6.

Manufacturer narrative:
Investigation pending.